Manufacturer narrative:
Only the drip chamber and stopcock below the drip chamber was returned. The stopcock below the drip chamber was disconnected from the drip chamber. The damage led to the device not meeting the requirements for the leakage test. There was adhesive noted at the connection. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
The product evaluation has not been completed a review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the connection to the burrette came away.